Manufacturer narrative:
The damage found was sustained in the field. The device was otherwise normal.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the merlin.net programmer cable was melted and damaged. No further information was available.